Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted minor scratches, dents on the rod and on the eyepiece of the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that during routine testing at the service ctr, the endoscope lens was blurry. There was no pt involvement.